Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the patient underwent stenting of the proximal lad (pre-dilated) and the 1st obtuse marginal (pre-dilated) with two xience v stents. In 2009, the patient expired. There was no autopsy performed and no further information on the cause of death. No additional event or patient information is available.

Manufacturer narrative:
The second xience v rx is being filed under the same MFR number.